Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that when the hickman catheter is rinsed, a "hernia" is formed on the tubing after the junction of the two lanes. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter aneurysm is confirmed, use related. The sample returned is one 9 fr hickman catheter. A large aneurysm of the clamping sleeve is visible 4 cm distal of the red luer. The printing on the aneurysm is not visible. A clamp is deployed proximal of the aneurysm and a knot has been tied distal of the clamping sleeve. Manipulation of the aneurysm indicates that a solid material is filling the space inside. Dissection of the aneurysm reveals a clear crystalline substance within the space. After removal of the crystals, permanent clamp deformation was visible and at the edge of the clamp deformation there is a longitudinal split. One edge of the longitudinal split appears to "tent" upward, suggesting plastic deformation consistent with necking of the tubing material in the area due to cyclic fatigue caused by long term repeated clamping in this location. After removal of the crystalline substance, tensile weakness was found within the damaged section of the inner lumen. After removal of the crystalline substance, the extension leg was pressurized using a 12 ml syringe, resulting in leaking from the visible split. No further leaks were detected. As the damage to the inner lumen is consistent with damage caused by clamping the lumen in the same place on a repeated basis, the complaint is confirmed, use related. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that when the hickman catheter is rinsed, a "hernia" is formed on the tubing after the junction of the two lanes. There was no reported patient injury.